Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was exhibiting oversensing of noise and a high out of range pacing impedance measurement of greater than 2000 ohms on the right atrial (ra) channel. Surgical intervention was performed and the ra lead was abandoned and replaced. The ICD remains implanted and in service. No additional adverse patient effects were reported.